Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was unknown. The patient was hospitalized for peritonitis and another unrelated medical condition. The patient was treated with flagyl (dose, route, frequency, and duration not reported) for peritonitis (though the reporter could not confirm the medication administered). On an unknown date, the patient was switched to hemodialysis. Fourteen days after admission, the patient was discharged from the hospital to a rehabilitation facility. At the time of this report, the patient had recovered from the peritonitis and remains on hemodialysis. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.